Event description:
Philips received a complaint on the defibrillator indicating that shock was not delivering. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Available information indicates that the shock was not delivered. The remote service engineer (rse) evaluated the device remotely and determined that the issue could not be confirmed and however, the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no device malfunction. The reported problem was not confirmed.